Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
It was reported that while placing an ankylos implant in region #3, the doctor could not insert the implant because of resistance. The doctor took an x-ray, which showed that the periodontium of the neighboring tooth #4 was touched. Tooth #4 is now under observation. A bend in the root of tooth #4 was mentioned as reason for the collision. The doctor could not complete the surgery and another surgery is now needed.